Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/19/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fiber/particles on the lens optic section (posterior and anterior sides) related to the handling of the lens in a non-sterile environment. No debris or particles were observed on the lens haptics. The customer's reported complaint was not verified. A video of the procedure was provided, and it was evaluated. It was observed that the reported iol and the related products (unfolder cartridge and viscoelastic solution) were handled and prepared for surgical use. During the process, it was observed a small particle on the trailing haptic. The surgeon was able to remove the particle successfully using a pair tweezers. The reported issue was verified in the video provided. However, based on the evidence observed, it was visually impossible to confirm if the particle observed was related to manufacturing, as the reported lens was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that foreign material was found on the haptic of an intraocular lens (iol). No patient contact was reported. No further information was provided.